Event description:
MFR representative reported patient infection. The patient was implanted for uni-lateral chest pain and had a successful trial. Post implant adequate relief was never reported and stimulation did not feel like the trial. In fact, the patient reported an intense pain in the chest area that intensified with increased power from the generator. At the time of lead repositioning, an infection was noted and the device was explanted. The device was explanted and returned to the manufacturer for analysis.